Manufacturer narrative:
D10 concomitant product: sigpshell; sig power sigpshell control shell; (lot number: unknown) unk-sigadapt; unknown signia egia adapter; (serial number: unknown) unknown egia su; unknown endo gia sulu; (lot number: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the pancreatoduodenectomy, the jaw could be closed when the opening/closing test of the jaw was checked, but it could not be opened. The product was replaced to resolve the issue. There was no patient injury. Medtronic's initial evaluation of the incident device found that the open key switch was damaged.

Manufacturer narrative:
Correction: d8 should be unknown additional information: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the returned handle noted no abnormalities. It was reported that the device was unable to perform clamp test. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: damaged ir shield. Functional testing found damage to the infrared (ir) shield. The open key switch was damaged. The product analysis noted evidence that the device was not used as intended. This issue can occur due to rough handling, such as the handle being dropped. No enhancements or improvements were generated for the observed condition. Information provided to the user includes the following: the power handle is a precise instrument. Care should be taken to avoid dropping, improper cleaning, improper handling or sterilizing the device. These actions may shorten device life and/or lead to device failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the power handle is a precise instrument. Care should be taken to avoid dropping, improper cleaning, improper handling or sterilizing the device. These actions may shorten device life and/or lead to device failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.